Manufacturer narrative:
H10: the actual device was not available; however, two (2) photo samples were provided and one video was provided for evaluation. The returned video and photographs of the sample were analyzed, and it was noted that the female connector was separated from the light blue main body. The reported condition was verified. The cause of the reported condition was determined to be a manufacturing related issue which resulted in inadequate solvent application to the insert chip during the assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation of the female connector from the light blue (main body) of the minicap transfer set. This was observed at the hospital after peritoneal dialysis therapy. It was further reported that there was a small blue piece that fell out and the dark blue connector (female connector) of the transfer set could not be separated. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.